Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
Synergy china registry. It was reported that angina occurred. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion #1 was located in the proximal left anterior descending artery (lad) extending up to middle lad with 85% stenosis was 71 mm long and a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilation and followed by the placement of 3.00 mm x 38 mm overlapped with 3.50 mm x 38 mm synergy stent systems. Following post dilation, residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. Five days later, the event was considered to be recovered/resolved and the subject was discharged on the same day on aspirin and clopidogrel.